Manufacturer narrative:
Section h - evaluation method codes. Added: device discarded; 4115. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4). H3 other text : device not returned.

Event description:
It was reported that a patient who came to the hospital with convulsive symptoms around 00:30 am on (B)(6) 2020 (friday) had complete atrioventricular block during the examination and underwent temporary pacemaker surgery. During the procedure, cardiac arrest occurred from ventricular tachycardia (vt), returned to sinus and underwent emergency pci (three-branch lesion) while using iabp. The first trans-ray plus 7.5fr. 35cc iab used had no problems from insertion to indwelling and pumping, and the blood pressure and dialtric augmentation were well confirmed. When the patient left the cath lab, at that time, a decrease in blood pressure was observed by iab catheter sensor measurement. The assist pressure due to iabp also decreased (the balloon internal pressure waveform was normal), and when the iab catheter was confirmed under fluoroscopy, the tip of the balloon was displaced downward. The iab was decided to be removed, however the guide wire did not go ascending beyond the base of the balloon and struggled, so while administering the pressor agent inovan to maintain blood pressure, the guide wire was re-pulled from brachial using a gooseneck snare to ascend. The trans-ray plus 7.5fr. 35cc iab was indwelled and removed. Another iab was used but the guide wire could not be raised to the bottom. After that, the procedure was successfully completed using a 35cc iab catheter manufactured by zeon. The patient is being transferred to another hospital for the purpose of performing coronary artery bypass graft (CABG) surgery. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a patient who came to the hospital with convulsive symptoms around 00:30 am on (B)(6) 2020 (friday) had complete atrioventricular block during the examination and underwent temporary pacemaker surgery. During the procedure, cardiac arrest occurred from ventricular tachycardia (vt), returned to sinus and underwent emergency pci (three-branch lesion) while using iabp. The first trans-ray plus 7.5fr. 35cc iab used had no problems from insertion to indwelling and pumping, and the blood pressure and dialtric augmentation were well confirmed. When the patient left the cath lab, at that time, a decrease in blood pressure was observed by iab catheter sensor measurement. The assist pressure due to iabp also decreased (the balloon internal pressure waveform was normal), and when the iab catheter was confirmed under fluoroscopy, the tip of the balloon was displaced downward. The iab was decided to be removed, however the guide wire did not go ascending beyond the base of the balloon and struggled, so while administering the pressor agent inovan to maintain blood pressure, the guide wire was re-pulled from brachial using a gooseneck snare to ascend. The trans-ray plus 7.5fr. 35cc iab was indwelled and removed. Another iab was used but the guide wire could not be raised to the bottom. After that, the procedure was successfully completed using a 35cc iab catheter manufactured by zeon. The patient is being transferred to another hospital for the purpose of performing coronary artery bypass graft (CABG) surgery. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab.